Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead was set to unipolar with outputs of 7v at 1ms. There were a few events that showed noise on the rv only, that appeared to be unipolar noise being oversensed that caused one beat of pacing inhibition. It was noted that there must have been a previous lead safety switch due to high out of range impedances. Testing was able to elicit the same noise in unipolar. The device was reprogrammed to bipolar and 2.5v, where they were not able to reproduce any lead noise. Technical services discussed the option of unipolar pace and bipolar sense, and the plan was to continue to monitor. No additional adverse patient effects were reported.